Event description:
Elderly male with history of diabetes with new onset chest pain and shortness of breath. During surgery for coronary artery bypass graft x 2, when harvesting the greater saphenous vein, the hemopro 2 quit working. Another device was obtained and used for the remainder of the procedure. No known harm to patient. Please note that this is # 22 submission for this same product between (B)(6) 2019, and present.